Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 06/20/2018, belt - (B)(4) - 08/07/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced passed away on (B)(6) 2019. Review of the patient's download data reveals that the patient experienced a defibrillation event consisting of thirteen appropriate shocks and one inappropriate shock from (B)(6) 2019. It was reported that the patient was unconscious at the time of the treatments. The response buttons were pressed intermittently during the event. The response buttons functioned appropriately. The lifevest detected ventricular fibrillation (vf) at 23:36:59 on (B)(6) 2019. The response buttons were pressed intermittently from 23:37:19 to 23:38:09. It is unknown who was pressing the response buttons at this time. The patient then received an appropriate treatment during vf at 23:38:59. The patient's arrhythmia was converted to bradycardia at 50 bpm with preventricular contractions (pvcs), and the lifevest declared a non-treatable rhythm. The lifevest then detected ventricular tachycardia (vt) at 23:58:54. The patient then received four appropriate treatments at 23:59:24, 23:59:51 00:00:17 (on (B)(6) 2019), and 00:00:49. The patient's arrhythmia was converted to idioventricular rhythm at 20 pbm with bigeminy and trigeminy, and the lifevest declared a non-treatable rhythm. The lifevest detected an arrhythmia at 00:04:27. The patient's rhythm at the time of the detection was supraventricular tachycardia (svt) at 160 bpm with non-sustained ventricular tachycardia (nsvt). The patient received an inappropriate treatment from the lifevest at 00:04:57. Supraventricular tachycardia (svt) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient's rhythm at the time of the treatment was svt at 220 pbm with nsvt and the patient's post-shock rhythm was sinus tachycardia at 100 bpm degrading to vt at 160 bpm. The patient then received two appropriate treatments at 00:05:24 and 00:05:58. The patient's arrhythmia was converted to sinus tachycardia at 100 bpm transitioning to svt at 200 bpm degrading to vt at 150 bpm degrading to vf. The response buttons were used intermittently between 00:06:03 to 00:06:18. It is unknown who was pressing the response buttons at this time. The patient then received six more appropriate treatments at 00:07:03, 00:07:37, 00;08:06, 00:10:44, 00:11:13, and 00:13:11. The patient's rhythm following the last shock was idioventricular rhythm at 60 pbm transitioning ot vt at 100 bpm to 240 bpm. The patient was in vt from 240 bpm to 260 bpm with response button use from approximately 00:13:21 until the electrode belt disconnection at 00:13:47. The patient was in vt for approximately 34 seconds. The patient subsequently passed away in the early morning of (B)(6) 2020. Response button use and the patient not being in the detection sequence long enough before the electrode belt was disconnected prevented the patient from being treated by the lifevest. There is no indication that a device malfunction caused or contributed to the patient's death.